Event description:
It was reported that the 9800 system had poor image quality and the ma would not go to max. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The settings were adjusted and the left monitor was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.